Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 using peracetic acid. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from an unspecified olympus product used in conjunction with olympus endoscopes tested positive for unspecified microbes (14cfu/50ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. Other detailed information such as the model name was not provided. There was no report of infection associated with this report.